Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.3, corrected h.6 type of investigation, corrected h.6 investigation findings, corrected h.6 investigation conclusions, additional information added to h.10. The commander delivery system was returned to edwards lifesciences for evaluation. A visual evaluation revealed the following: scratches were present along the flex shaft, radial and longitudinal burst was confirmed between the proximal shoulder and working length of the inflation balloon area. A dimensional inspection was performed. The inflation balloon wall thickness was measured along the edges of the location of the burst. All measurements taken of the balloon met specifications. Due to the nature of the event, functional testing was unable to be performed. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. In addition, there are extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. The instructions for use/training manuals were reviewed for guidance/instruction involving the commander delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The balloon burst event was confirmed by visual examination of the returned device. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from germany by our edwards lifesciences affiliate, during deployment of a 26mm sapien 3 ultra valve in the aortic position, the balloon of the 26mm commander delivery system burst at full inflation. The valve was post-dilated. The procedure was successful, and the patient was stable post-procedure. Per report, the degree of calcium in the annulus was high.